Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a290, lot # va0v1qu005, product type lead; product ID 977a290, lot # va0a0fy028, product type lead.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient. It was reported that the patient had their device removed due to an infection of the left v1 and v2 electrode system. The explant occurred on (B)(6) 2016. During the explant procedure, it was noted that there weren¿t any signs of infection or purulents in the battery region. However, purulents were noted to be primarily tracking from the v2 electrode and cultures were taken. The hcp reported that the patient was in stable condition following the procedure and tolerated it well; they were to follow up in 10-14 days for a wound check and/or suture removal. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.